Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The field service engineer found that the device was not allowing password entry. On further inspection by the fse it was found that the station was connected to the server, and the only error on the station was a discrepancy and confirmed the customer was able to log in. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.